Manufacturer narrative:
(B)(4). The lot number was not provided. No date of manufacture can not be determined.

Event description:
During use of a filter line ms007269 with laser therapy and oxygenation, the filter line ignited and the patient received a burn. The physician stated this was due to his error and not a malfunction of the filter line. The physician wanted to report the adverse event.